Event description:
It was reported that the patient was experiencing change of stimulation coverage due to paddle lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned, and patient was doing well postoperatively. Nothing explanted.